Event description:
Customer reported that the insulin pump stopped working. Customer reported receiving a motor error alarm and a no delivery alarm during basal delivery. Customer's current blood glucose reading is 264 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.